Manufacturer narrative:
H10: the device has not been returned for evaluation; however medical records and images were provided for review. For the reported malfunction, lot number was provided, and lot history review was performed. After further evaluation, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for alleged filter detachment and filter migration. The definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, h6 (results, conclusion).

Event description:
This report summarizes one malfunction. A review of the event indicated that model ec500f vena cava filter allegedly experienced migration of a device component, detachment of a device component, and patient-device interaction problems. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient is male, 61 years old, 89 kgs.

Event description:
This report summarizes one malfunction. A review of the event indicated that model ec500f vena cava filter allegedly experienced migration of a device component, detachment of a device component, and patient-device interaction problems. This report was received from one sources. The device was used inside the patient. The patient is male, 61 years old, and weighs 89 kgs.

Manufacturer narrative:
H10: the device has not been returned for evaluation; however medical records and an x-ray were provided for review. The company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the migration of a device component, detachment of a device component, and patient-device interaction problems. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unk eclipse allegedly experienced migration of a device component, detachment of a device component, and patient-device interaction problems. This report was received from one sources. The device was used inside the patient. The patient's age, weight, gender, and current status were not provided.